Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing ineffective therapy for the back pain. As a result, patient may undergo surgical intervention to address the issue.

Event description:
Additional information received that the patient may not undergo surgical intervention for ineffective stimulation as the scs system is providing some relief. Patient may receive physical therapy.